Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was in the elective replacement state due to a system error. As a result, the device reverted to its safety parameters. The device remains in use, and the physician is awaiting the software necessary to reset the pacemaker to normal operation. No patient complications have been reported as a result of this event.